Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. The patient was evaluated in the hospital and it was discovered that there was an out of range shock impedance value greater than 125 ohms. During the evaluation the shock impedance value was 70 ohms. Troubleshooting was performed and noise was created however was unmarked by the device. The patient was to return to the clinic for further analysis in the near future. Disk analysis was provided and reviewed by boston scientific technical services (ts). It was discovered that there has been several out of range measurements that were recorded during the daily measurements. Ts discussed troubleshooting.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that clinic evaluation was performed which included pocket manipulation. It was discovered that there were normal values in tip to can configuration. The device was reprogrammed to single coil configuration. The physician opted to not perform induction testing. All electrical values were then found to be satisfactory. No adverse patient effects were reported. This product remains in-service.